Event description:
Procedure type: low anterior resection. According to the reporter: the stapler did not deploy staples after firing. They took out of patient and fired again to see if the reload had staples and it did. There was patient injury/hazard. Patient lost a small portion of rectum. There was unanticipated tissue loss. Surgical time was not delayed more than 30min.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 5/5/2015.